Event description:
It was reported that bd alaris secondary set separated at the drip chamber resulting in medication leakage in the transport bag. The following information was provided by the initial reporter: rcc received a complaint via email. Secondary set ms3500-15, lot ending in 5403222610) found to have drip chamber disconnected from IV tubing. 9/1/23 email response: secondary tubing for infusion was broken at the drip chamber in bag from pharmacist. Leak of leucovorin inside pharmacy clear bag. No direct patient harm but delay in care and additional expense. Unfortunately, the pharmacy did not keep the contaminated bag. Add info received also ¿ there is no pump involvement in secondary tubing, so I¿m not sure why that would be a question. Additionally in this case as you can read below the tubing was broken in the back from pharmacy and never made it to hanging.

Manufacturer narrative:
D.4. Provided lot 5403222610 is found to be invalid. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E4. The initial reporter also notified the FDA on 24 jul 2023. Medwatch report is mw5120220.

Manufacturer narrative:
H.6. Investigation summary: no photo or sample was received for the customer's complaint of separation. This issue has been investigated in the past as an issue with a lack of solvent applied at the manufacturing facility. The complaint can be verified due to previous investigation and the root cause is due to improper solvent application by operator. There have been improvements to the process to ensure this failure no longer occurs. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. This failure is covered in hmo CAPA 6697210.

Event description:
It was reported that bd alaris secondary set separated at the drip chamber resulting in medication leakage in the transport bag. The following information was provided by the initial reporter: rcc received a complaint via email. Secondary set ms3500-15, lot ending in 5403222610) found to have drip chamber disconnected from IV tubing. 9/1/23 email response: secondary tubing for infusion was broken at the drip chamber in bag from pharmacist. Leak of leucovorin inside pharmacy clear bag. No direct patient harm but delay in care and additional expense. Unfortunately, the pharmacy did not keep the contaminated bag. Add info received: also ¿ there is no pump involvement in secondary tubing, so I¿m not sure why that would be a question. Additionally in this case as you can read below the tubing was broken in the back from pharmacy and never made it to hanging.